Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an x-ray revealed the presence of a lead fracture in the clavicle area. The lead will continue to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to high, undefined impedance on the right atrial (ra) lead. The patient is in chronic atrial fibrillation (af) so no action is planned for the lead. A chest x-ray was scheduled, and the lead remains in use. No patient complications have been reported as a result of this event.